Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the ground bond failed performance specification. The customer discontinued use of the hc cycler due to transferring to hemodialysis. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for rite electrical ground bond test. The pal (product analysis lab) evaluated the device. The cause of the ground bond failure is undetermined. A service history review revealed no previous service events were related to the rite failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.